Event description:
The customer stated that the insulin pump gave a motor error alarm. The reported blood glucose at the time of the call was greater than 500 mg/dl. Troubleshooting was not possible as the unit would not rewind. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump alarmed motor error during the basic occlusion test due to a protruded/loose drive support disk. The motor passed the motor test. Unable to perform the occlusion, prime, or excessive no delivery alarm tests due to the motor error alarm. The device had a scratched lcd window and reservoir tube window.